Manufacturer narrative:
This is a possible aro. A ge service rep performed an on site investigation. The flash memory was erased, the configuration files were reloaded, and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a filament regulator fault. No pt injury was reported.